Event description:
It was reported that, customer has had a cyst excised and drained from her back, nurse applied opsite dressing which did not stay on and was lifting around the edges almost straight away. Customer then went to local chemist to have the dressing replaced with the same type of s&n opsite post op dressing and is having the same problem with the dressing not sticking. Customer is very concerned as she has an open wound on her back and can't see her doctor for re-dressing until the morning. The customer also advised that she experienced the same issue 6 weeks ago with this dressing from the initial surgery. It is unknown how was the procedure finished and if there was a delay. No other complications were reported.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. It was reported that the dressing was not sticking. Factors that can contribute to the reported event include skin preparation and application, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.